Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the joints of the spider tenet 2 were getting stiff and the case was cracked. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The device was received pressurized. The inner and outer enclosure screw holes were damaged. The enclosures were taped together. A functional evaluation was performed. The slender arm was stiff. The hinge joint was disassembled. One of the spacers within the joint was compressed and deformed. The complaint of "stiff" was confirmed and the root cause has been associated with a maintenance problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include leaving the device pressurized for an extended period of time. The reported failure of "cracked case" was confirmed and the root cause is a mechanical shock problem. Factors that could have contributed to this reported failure include an impact event inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.